Event description:
A company representative reported that the inner shaft of an avs spacer straight inserter fractured intra-operatively while the surgeon was removing the cage to reposition.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the inner shaft of an avs spacer straight inserter fractured intra-operatively while the surgeon was removing the cage to reposition.